Event description:
The user mailed us her pad that she states has a burn hole.

Manufacturer narrative:
Our inspection found deep marks on the pad that indicate to us that the pad was misused by the consumer and was tightly rolled up to due this type of burn. The inspection found a 1/4 diameter burn hole on the pad at the pre-molded butterfly connection.